Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D4: per the customer, the lot number was either cinc003729 or cinc002769. E1: customer name and address: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unknown procedure, an advance 35 lp low profile balloon catheter's balloon ruptured when inflated to "maximum nominal pressure". It reportedly took a long time to take the device out of the patient. The same type of product was used to continue the procedure without difficulty. Per the user "it may be misuse." The patient is "ok". A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an unknown procedure, an advance 35 lp low profile balloon catheter's balloon ruptured when inflated to "maximum nominal pressure". It reportedly took a long time to take the device out of the patient. The same type of product was used to continue the procedure without difficulty. Per the user "it may be misuse." The patient is "ok". A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information was received (B)(6) 2023 and (B)(6) 2023. The procedure involved balloon dilation within a non-occluded lesion in the forearm. An unknown inflation device was used to inflate the balloon three times for three minutes each time, at a pressure ¿over the recommended rate¿. The balloon was removed by itself immediately upon rupturing, while maintaining negative pressure and conducting a counterclockwise rotation of the device. The anatomy was reportedly normal. It is unknown if the balloon ruptured circumferentially or longitudinally. Blood was not noted in the inflation device, and the balloon was not inflated within a stent. Reportedly, a ¿4cm x 9mm¿ sheath was used during the procedure. There were no complications. Investigation evaluation: reviews of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. No related non-conformances or additional relevant complaints were found on either potential lot (cinc003729 or cinc002769) or any sub-assembly lot. The product IFU states ¿do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert.¿ the information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that unintended use error most likely contributed to this event, as the user reported that the device was inflated to a pressure over what is recommended. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received (B)(6) 2023 and (B)(6) 2023. The procedure involved balloon dilation within a non-occluded lesion in the forearm. An unknown inflation device was used to inflate the balloon three times for three minutes each time, at a pressure ¿over the recommended rate¿. The balloon was removed by itself immediately upon rupturing, while maintaining negative pressure and conducting a counterclockwise rotation of the device. The anatomy was reportedly normal. It is unknown if the balloon ruptured circumferentially or longitudinally. Blood was not noted in the inflation device, and the balloon was not inflated within a stent. Reportedly, a ¿4cm x 9mm¿ sheath was used during the procedure. There were no complications.